Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit did not power on using battery and when using ac power, the unit powered on once for a second and turned off. The unit was not able to power on after the first powering on using ac. The device was not able to obtain any readings. Internal inspection showed the battery has a low voltage and the ac/dc module on the system board is not firmly attached to the system circuit board causing the unit to not charge and to power on.

Event description:
The customer reported unit powers on and off unexpectedly. No consequences or impact to patient was reported.